Event description:
CT performed during 2/12/95 admission showed chronically obstructed left kidney & new onset obstruction right kidney. Placement of double j-stent was attempted. Difficulty was encountered with the 4.7 fr stent including "release of the binding" & "springing off the end of the pusher & disappearing into the intramural ureter. A basket approach to retrieve this was unsuccessful. A new 6fr stent was placed & the 4.7 was removed 5/11/95 in international radiology.